Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the power over ethernet (poe) injector (product: 9735798, lot: unknown) was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: 9735798 (serial/lot: unknown) and product ID: 9735767 (serial/lot: unknown). H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system displayed 'localizer not connected' upon boot up. Additional issues included only one beep upon boot up instead of two, the positioning sensor unit / scu firmware and optical localizer both displaying as 'unknown firmware', and no lights present on the camera or the power over ethernet (poe) injector. Technical services guided the sales representative through a self-test in the navigation system administration, which confirmed the firmware issues and lack of indicator lights. Further troubleshooting included reseating all power connections into the poe injector and attempting another power port on the uninterrupted power source (ups), but these steps did not resolve the issue. The probable cause was identified as the poe injector. There was no patient involved.